Event description:
It was reported that cylinders failed. The product would not cycle. Once explanted, the doctor noticed the device came apart at the proximal end of the cylinders near the rear tip and leaked fluid. Cylinder and pump were explanted and replaced. No adverse patient effects.